Event description:
An endurant bifurcated stent graft system was implanted in a patient for emergent endovascular treatment of an abdominal aortic aneurysm. Aortic neck was conical in shape and 3 cm long. Aaa size, neck diameter, and vessel morphology was not reported. After the endurant bifurcated stent graft was deployed, a jetting-type endoleak was seen right at the flow divider. The physician thought this endoleak may be due to a suture tear. No intervention was performed, and the patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine. A single image was returned and reviewed internally. The review of the still image was inconclusive; the endoleak could not be clearly visualized and type/cause could not be determined.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak); (unknown cause of endoleak). Conclusion: (unknown cause of endoleak).